Manufacturer narrative:
Pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint found on pin 1/6 of the u1 ambient light sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm twice after change the battery during basal. Customer's blood glucose value was 159 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.